Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella cp insertion was attempted via right femoral artery in n a 70 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. During cp implant, prior to percutaneous coronary intervention, it was attempted to detach the cp in the left ventricle using 0.018 inch guidewire, which was unsuccessful. A motor was confirmed in the aortic arch and the device did not advance further. Insertion of the cp was aborted, and extracorporeal membrane oxygenation and intra-aortic balloon pump were inserted instead. The failure to advance will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the implant attempt, however the attempt and removal were performed with no consequence to the patient and support.

Manufacturer narrative:
Corrected information were provided in d1 and d4. Upon review, the brand name and serial number have been updated. Corrected information were provided in d3, g1 (manufacturer fax), and e1 (initial reporter title). Upon review, it was identified that these were inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the delivery issue was most likely patient related due to aortic stenosis preventing successful delivery of impella per clinical details.